Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated with intra-peritoneal injections of amikacin (250mg, twice daily) and intravenous injections of clavam (0.6gm twice daily). The cause of the peritonitis was a breach in aseptic technique further specified as not properly cleaning the area before initiating pd therapy. At the time of the report the patient was recovering from this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.